Event description:
Customer reported experiencing an error when attempting to load a new cartridge into their insulin pump, despite following all recommended procedures and using different cartridges. There was no adverse impact to blood glucose level, with levels remaining below 500 mg/dl. Although davis attempted various troubleshooting steps such as resetting and updating the pump, the issue persisted, leading technical support to arrange for a replacement pump to be sent. Customer was advised to use an alternative insulin delivery method in the meantime and instructed on returning the malfunctioning pump to tandem.